Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was having issues with the insulin pump for the past two weeks. The device keeps alarming two weeks. Customer stated when the up button was pressed the device would go "crazy" and it would scroll without any input. Device would also alarm button error. Blood glucose was 15.5 mmol/l. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.